Event description:
It was reported the catheter kinked while indwelling. The catheter had been placed on (B)(6) 2023 in the left basilic. The catheter was not flushing and had sluggish or absent blood return. The catheter was pulled back 2 cm and correct placement confirmed using ultrasound. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer report of a catheter kinked/bent was confirmed by visual inspection of the customer supplied photos. The complaint of a kinked catheter was able to be confirmed by the photo. The photos show an x-ray image of the catheter inside a patient and kinking can be observed in the catheter body, however, no conclusions can be made about the cause of the kinks from the photos alone. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter kinked while indwelling. The catheter had been placed on (B)(6) 2023 in the left basilic. The catheter was not flushing and had sluggish or absent blood return. The catheter was pulled back 2 cm and correct placement confirmed using ultrasound. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).